Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother, that the customer had an inflamed and smelly irritation at the sensor site. It was stated that the hospital was notified. Customer's blood glucose level at the time 10.3mmol/l. No additional information was provided.